Event description:
It was reported a device displayed error codes 570.6200 and 570.6500. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 14dec2018 to present date 05nov2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported a device displayed error codes 570.6200 and 570.6500. There was no reported patient involvement.